Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. A completed questionnaire was received on (B)(6) 2015. (B)(4).

Event description:
A nurse reported a broken haptic during an intraocular lens (iol) implant procedure. The iol was inserted and the haptic remained in the cartridge. It appears to have broken off. The lens was inserted and removed during the initial procedure. Sutures were put in at the time of the initial procedure.

Manufacturer narrative:
Product evaluation: the lens was returned. Haptic damage was observed. Optic damage was also observed. Other damage was caused by the lens being replaced incorrectly in the lens case for return. Product history records were reviewed and the documentation indicated the product met release criteria. The customer indicated the use of an unapproved cartridge with an unspecified handpiece. The cartridge product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The root cause is most likely related to a failure to follow the directions for use. An unqualified lens/cartridge combination was used.